Event description:
It was observed that inadequate high voltage (hv) therapy was delivered by the device. A third shock was delivered and was successful in returning the patient to sinus rhythm. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.